Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted to the hospital due to anemia, weight loss and fatigue. The patient had nausea, was vomiting, early satiety and weight loss of 8 pounds. A gastric emptying study was done to rule out gastroparesis which showed mild delayed gastric emptying. The patient was started on remeron. Hematocrit and hemoglobin were measured to be 7.5 g/dl and 23.7%, respectively. The patient was transfused with 1 unit of packed red blood cells (prbcs). The patient was found to have orthostatic hypotension and was treated with IV fluids. There was no signs or symptoms of bleeding reported. During admission, hematocrit and hemoglobin remained stable. The patient was discharged home on (B)(6) 2020.

Manufacturer narrative:
Section d4 & h4: corrected information. Manufacturer's analysis conclusion: a direct correlation between the device and the reported bleeding and other clinical events could not be conclusively be determined through this evaluation. The patient remains ongoing and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of hm ii lvas. Information regarding the recommended anticoagulation therapy and international normalized ratio range can also be found in the hmii lvas IFU, with considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.